Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc). An x-ray confirmed lead dislodgement. The lead was explanted and replaced with an epicardial lead due to difficult anatomy. No adverse patient effects were reported.